Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely via (B)(6). Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited inappropriate automatic mode switch (ams) and far r-wave over-sensing. There were no patient consequences.